Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been seen by the paramedics with hypoglycemia. The patient's blood glucose levels reached 33 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include diaphoresis, not thinking straight and their movement was limited. The patient was treated with an IV (intravenous) and ate a sandwich. The patient requested to not go to the hospital. The pod was worn when seeking medical attention.